Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin result for one patient sample. The architect analyzer generated an initial troponin result of 0.031 ug/l, and repeat troponin results of 0.010 ug/l and 0.011 ug/l. The false positive troponin result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a review of the service history for the device in question, a search for similar complaints, and a review of labeling. All analyzer maintenance was up to date, and there were no other instrument issues or assay issues observed. The stat probe was last replaced and calibrated on (B)(6) 2010. The stat probe was replaced and calibrated on (B)(6) 2011. A precision run was completed on patient samples following the replacement with acceptable results. There was no recurrence of any discrepant results. Tracking and trending did not identify any adverse trends related to this issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product deficiency was identified. The replacement of the stat probe resolved the customer's issue.